Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: dtba2d4 ICD implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient had a normal device check evaluation, and was administered prescribed medication intravenously. Following the clinic visit the patient experienced palpitations caused by atrial fibrillation and was taken to healthcare facility. The patient was cardioverted and administered medication intravenously with sinus rhythm return to normal. No patient complications have been reported as a result of this event.